Event description:
I wanted to get the novasure and my doctor stated that I would need to get essure done along with novasure to prevent complications with pregnancy. The essure was implanted late (B)(6) 2013 and the novasure was done late (B)(6) 2013. Noticeable side effects started to become noticeable in (B)(6) that included panic attacks, pelvic pain, and had headaches that happened at my period. I didn't call my ob until the following month when the symptoms occurred again at the same time; at my period. Since then my symptoms have gotten more acute and regular. I have other onset of symptoms as well, worsen joint pain, headaches still, pelvic pain (can feel pain along side uterus that should be the area of my tubes), pelvic pain during orgasm, fatigue, chest pains, nipples are always sore, weight gain, worsening my ptsd, my ibs is uncontrollable with diet alone now, leg numbness just sitting, moodiness, and insomnia/restful sleep issues. I also have hsv2 and I rarely had outbreaks. I have them every month now since (B)(6) 2013.